Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 479 mg/dl at the time of incident. The customer reported feeling thirsty with a fruity taste in their mouth. The customer's current blood glucose was 430 mg/dl. Customer reported a no delivery alarm occurred when they performed a high pressure test on the insulin pump. The customer also reported a motor error alarm on the insulin pump. Customer also reported they were unable to hear the insulin pump beep. The customer's blood glucose was over 500 mg/dl at the time of incident. Troubleshooting found the insulin pump passed a displacement test and self-test. The insulin pump was also able to rewind. The customer declined to return the insulin pump for analysis.